Event description:
An ophthalmologist reported that a patient presented with blurry vision at distance and near approximately one month post lasik. The patient underwent monovision lasik. There are two medical device reports associated with this event. This report is for the right eye. No additional information available as the patient has not been seen in follow up.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the date of the event. A review of the log-file could not be done because the log-file for the date of the treatment is not available. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).